Event description:
Reference number (B)(4). Event occurred in the united states. On 25th sep 2024, patient reported kinked cannula within 3 hours of insertion. The infusion set was located below stomach. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.